Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by a nurse that their programming system no longer held a charge. There was no reported battery swelling and it was reported that the handheld was stored under normal conditions on a desk. The site reported that the handheld was plugged in for 2 days prior to the patient's appointment; however when it was unplugged, it immediately shut off. The handheld was returned and product analysis has been completed. No anomalies associated with the main battery were identified during the analysis; however during the analysis it was identified that handheld would lose power intermittently while on battery power. The cause for the anomaly is associated with broken solder connections on the handheld main board. Once the solder connections were repaired, no further anomalies were identified. An analysis was performed on the returned flashcard and no anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.